Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump got wet when she was running outside. Customer received a button error alarm. Customer stated that this happened before and customer has used a blow dryer and placed the pump in rice. Customer stated that she has been able to get the pump to start working but this time it did not work. Customer peeled off the covering of the buttons and was able to dry it. Customer stated that the pump works but now the plastic buttons covering is coming up. Customer's current blood glucose is 500 mg/dl. Customer declined troubleshooting for high blood glucose because she was off the pump due to the pump damage. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump was received with missing keypad overlay however, installed test keypad overlay on the insulin pump and continued testing. The insulin pump alarmed button error and had intermittent button response due to corroded keypad traces. No moisture damage was found on the electronics, motor, battery tube and vibrator assembly during our visual inspection. The insulin pump had normal operating currents and passed the full functional testing including self-test, a21 error, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The insulin pump was received with partially broken reservoir tube lip, case cracked at the display window corner, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
The customer called stating that she need a replacement insulin pump since her escape button is acting up on her and not working and buttons are sticking. The customer's blood glucose is 400+ mg/dl. The customer was advised that the device would be replaced and to discontinue use of the device and revert to a backup plan.